Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a cannula issue with an infusion set. The cannula was crimped. The event occurred on 27-jul-2024. Patient noticed symptoms within 3 hours of insertion. The insertion of site was the abdomen. Patient regularly rotated site location. Blood glucose level was displayed high at the time of the event. Therefore, patient took correction injection via mdi for the treatment. Patient will replace supplies as necessary and resume insulin. No further information was available.